Manufacturer narrative:
Isi has not received the prograsp forceps instrument involved with this complaint. If the product is received or if additional information is obtained, a follow-up MDR will be submitted. A review of the instrument log for the prograsp forceps instrument associated with this event confirmed that the instrument was last used on (B)(6) 2020 on system sl0401. Per logs, the instrument had 8 uses remaining. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the images submitted by the customer was performed and no issue with the instrument or damage was identified through image review. The prograsp forceps instruments are multiple-use endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. Based on the information provided at this time, this complaint is being reported because: during a da vinci surgical procedure, a fragment from the prograsp forceps instrument reportedly fell inside the patient and was retrieved. Although there was no report of patient injury, unintended items falling inside the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. If the event were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the prograsp forceps instrument was physically damaged and fragments fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no abnormalities were noted with the instrument at that time. The customer noted that the instrument was "bent and stuck" during the procedure. The instrument tip was damaged during procedure and fragments fell inside the patient. The fragments were retrieved using a da vinci instrument during the same surgical procedure and it was visually confirmed that all fragments were retrieved. No additional surgical procedure was required to remove the fragments. Upon final removal of the instrument through the cannula, the surgical staff did not feel any resistance, did not notice any damage to the cannula after the event occurred, and did not notice any other damage to the instrument after the event occurred. No injury occurred to the patient.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in sections d9, g3, g6, h2, h3, h6, and h10/h11. D15 - intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the customer reported complaint of fragments falling into the patient. The instrument main tube was inspected and no signs of damage were identified. No material was found to be missing from the returned instrument. The instrument and returned fragments were inspected under high magnification and the returned fragments did not appear to have originated from the returned instrument. The instrument was only found to show signs of physical damage in the form of mechanical indentations on the proximal clevis attributed to user mishandling/misuse.